Manufacturer narrative:
There is uncertainty over the actual fault of the device or the airvo2 machine it was connected.no further information has been provided by the healthcare facility at the time of this report. The device is reportedly disposed of, therefore testing on the device cannot be completed.

Event description:
Veoflow cannula is not staying connected to the airvo2 circuit. The circuit has easily disconnected from the cannula causing the patient to desaturate.